Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was crushed by a reclining chair and as a result touch screen became cracked and unresponsive. Subsequently, and unspecified malfunction occurred. Customer's blood glucose was 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.